Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 3.5mmx28 mm, eccentric, de novo target lesion containing >45 degrees bend was located in the left anterior descending artery. A 2.25 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and found that the tip of the stent was deformed. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.